Event description:
It was stated that the customer was hospitalized for high blood glucose and the reading was 450 mg/dl. It was stated that the customer changed the infusion set the night prior to the hospitalization and the next morning the customer experienced high blood glucose and vomiting. Troubleshooting was performed and the insulin pump passed the self test and there were no alarms in the alarm history.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.